Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance testing and the sensor passed per specifications. Performed bicarbonate buffer testing and the sensor failed with low readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 117 mg/dl at the time of incident. The customer's blood glucose was 248 mg/dl and sensor glucose was 65 mg/dl at the time of call. The customer stated that her blood glucose was 222 and the sensor glucose triggered threshold suspend. The customer stated that they received false low reading when she had 100 mg/dl range blood glucose. The customer stated that there was a bent cannula. The customer was explained how glucose travels in the body. The sensor will be returned for analysis.